Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced high blood glucose, reaching 401 mg/dl, after breakfast dosing stopped following an insulin low/insulin out alert earlier in the day and a subsequent supply change. The device remained in use, and the user did not revert to alternative therapy. No adverse clinical symptoms associated with hyperglycemia without reported fingerstick confirmation or other symptoms. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage issue identified related to timing of the supply change following an insulin-out alert; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.